Manufacturer narrative:
During pre-repair assessment performed by technician, investigation revealed the device bearing overheated. The device was repaired and returned to customer on (B)(6) 2012. The complaint is indeterminate.

Event description:
Customer reported the bearing was hot. This is report 1 of 1 for #(B)(4).